Event description:
It was reported the patient experienced loss of stimulation. X-rays indicated the lead was fractured. As a result, the patient's lead was explanted and replaced. Therapy has been restored.